Manufacturer narrative:
According to the customer the bed is no longer working with the remote. Customers state the issue is with the remote because there are no lights coming on the remote. Customers state the wires on the cables are coming out. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The bed is no longer working with remote.